Event description:
It was reported that on the morning of (B)(6) 2011 the patient obtained the blood glucose readings of 528 mg/dl and "greater than 600 mg/dl". At that time, the patient experienced the symptom of nausea. The patient noted she changed the infusion site, and also gave herself an injection of insulin but her blood glucose level did not lower. The patient took herself to the emergency room, where she received treatment of intravenous fluids and insulin. Her blood glucose level dropped to 100 mg/dl and then 80 mg/dl. At midnight on the day prior to this event, the patient's blood glucose level was 90 mg/dl. Troubleshooting revealed the patient's technique was correct, the pump date/time, basal and programmed settings were correct, and there were no issues found with the infusion set, no bent or kinked cannula. A review of the pump history revealed the pump had been suspended on that day, although the patient claimed she did not suspend the pump. The patient also noted the pump had been exposed to x-rays while she was in the emergency room. The pump was exposed to radiation and the pump had been suspended, which may have contributed to under-infusion of insulin. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.